Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of clinical study regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that high impedances were discovered on contact pairs c & 5, 4 & 5, 5 & 6, and 5 & 7. There were no diagnostic methods performed and no signs/symptoms of the event reported. It was also noted that no actions/interventions were taken to attempt to resolve the event; the issue remains ongoing. The event severity/seriousness was noted as a "technical observation". The hcp also confirmed that there were no hospitalizations related to this event. No further complications were reported/anticipated.